Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump "fell" and a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.